Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the needle popped off the suture. It was also noticed the anchors were not engaging the skin. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.